Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable infusion pump. It was reported that the patient was implanted on (B)(6) 2020 and three weeks after the implant the patient began experiencing increased agitation and fever. The catheter access port (cap) was aspirated and the cerebrospinal fluid was cultured, which showed no infection. It was reported that the patient started to do better but then on (B)(6) 2020 they had a temperature again. No device or therapy issues were suspected, and they were able to access the cap with no issues. No further complications were reported. On 2020-mar-04, additional information was received from an healthcare professional (hcp) via a manufacturer representative (rep). The patient was receiving lioresal (2,000 mcg/ml, 600 mg/day). It was reported the patient had pump implanted and was doing well and responding to therapy. On (B)(6) 2020, the patient was admitted for withdrawal. The patient had catheter aspirated successfully, but patient did not respond to increasing dosage and was spastic again in hospital. The hcp replaced the pump on (B)(6) 2020. The issue was resolved at the time of this report. The patient's status was alive - no injury.

Manufacturer narrative:
Analysis of the pump (B)(4) found no anomalies. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.